Event description:
It was reported that the patient developed a tingling in her chest in (B)(6) 2008 and the device was turned off. The patient had no pain then. In (B)(6) 2011, the device was turned back on device, but 48 hours later, it was turned off again due to pain. The device has now migrated up and is flipped over according to physician after viewing the x-rays. It was decided to turn the device on to low settings and schedule a follow up visit. The physician is also getting a social worker involved as the patient's behavior seems to be different and change with the presence of the mother in the exam room. According to physician, after reviewing the x-rays, there is no obvious break in the lead and after running a system diagnostics and normal mode, both tests appear to be within normal range. X-rays were sent to manufacturer for review, and no anomalies were noted. The patient was seen for follow-up and wanted the device turned off due to pain. Per reporter, there is a disconnect of where the pain is between the mother and daughter and concern that there may be something else going on with the mother and daughter as the stories don't quite match per physician. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure caused event but did not cause or contribute to a death. Suspect medical device brand name; corrected data: updated to lead. Corrected data: model/serial number/lot number/expiration date updated to lead. Type of reportable event corrected data ; updated to malfunction. Device manufacture date; corrected data to lead information.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Event description:
Further information from the physician indicates that the tingling in the chest is not believed to be due to vns, but the exact cause is unknown and it is "hard to discern" if it was occurring with stimulation. Per physician, the patient's symptoms do not appear to be consistent. The patient does not have a history of the tingling pre-vns. Per physician, causal or contributory programming or medication changes preceded the onset of the events, but no specifics were given. No patient manipulation or trauma occurred that is believed to have caused or contributed to the events. It is unknown whether a nonabsorbable suture was used to secure the generator. The physicians do not feel the issue is with the vns and recommended the patient get a second opinion.

Event description:
Additional information was received that the patient had full revision surgery. The patient's mother felt their was an issue with their device regardless of diagnostic testing being within normal limits therefore a complete revision was performed. The explanting hospital indicated that their explanted products would be returned for analysis.

Event description:
The lead only had one broken strand. The broken strand would still allow for current flow through the remaining three filars/strands of the quadfilar coil lead therefore the patient could receive some therapy. It is undetermined how much therapy they would have received.

Event description:
Additional information was received that no diagnostics were run prior to surgery. The device was checked to make sure it was still off but no diagnostics were performed. It had been off since (B)(6) 2008. No diagnostics were performed in the or prior to explant. The generator had migrated and it was hard for the surgeon to find it. The patient was large and he had to do a lot of searching and get a portable x-ray machine to come into room in order to locate the generator. The surgeon did not report seeing a lead break in the or nor anything unusual with the lead. The patient is doing well now since replacement. Nothing was noted or reported in regards to anything seen that would have attributed to their reported pain. Product analysis was completed on the patient's explanted generator. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis was completed on their explanted lead. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. The silicone tubing of the lead has what appears to be a tear opening at approximately 0.3cm from the end of the connector boot. The positive coil is protruding out from the silicone tubing at this location forming a loop. A broken strand was identified in the positive coil at this location. The inner silicone tubing of the lead coils is covered with what appears to be organic matter at the loop located at the 16-17.2 cm from the boot. The organic matter was removed to perform proper inspection of the lead coils. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. Visual analysis of the broken strand of the positive quadfilar coil shows that a stress-induced fracture has occurred. Note that since the electrode array portion was not returned for analysis an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
.